Event description:
It was reported that the intraocular lens (iol), model: dfw225 with 16.5 diopter power, was implanted in the patient¿s operative eye. The iol was reported to be well centered; however, due to complaints of overcorrected target and blurry vision, plano -125x78, the lens was explanted and replaced with a dfw150 model iol with 17.0 diopter power. Patient visual acuity pre-operative was reported as: 20/80. There was no incision enlargement, no suture(s), and no vitrectomy. No further information is available.

Manufacturer narrative:
Date of event: unknown as information was not provided, the best estimate date is between 07-apr-2022 and 02-jun-2022. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 06-sep-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received loose inside of a bag. Visual inspection under magnification revealed that the complaint lens was received cut in half and with a detached haptic. The lens was cleaned and, no issues that could contribute to or cause blurry vision could be identified. Based on the return condition of the lens, no further product evaluation could be performed. Complaint issue ¿blurry vision¿ and ¿unexpected postop refraction¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.